Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the medical and operation notes noted impaired healing, instability, and dislocation. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, b6, g4, h1, h2. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient had an initial left reverse total shoulder arthroplasty subsequently, the patient underwent revision due to dislocation five months post primary implantation. Finally the patient reported persistent instability in the shoulder post-revision as well as some persistent drainage. The drainage cultures were negative for infection, and the patient underwent a second revision one month post first revision. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Medical product: catalog #: xl-115365, arcom xl 44-36 rtnv+3 hmrl brg, lot # 780540, catalog #: 106021, ringloc+ replacement ring sz21, lot # 462800, catalog #: 115378, comp rvs tray +10mm co 44mm, lot # 985550. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00325. Discarded.

Event description:
It was reported that patient underwent shoulder revision approximately 3 months ago. Subsequently, patient was revised again about two (2) months later due to dislocation. No additional information is available at this time.